Event description:
It was reported that the user forgot to perform a meal announcement and subsequently experienced elevated blood glucose, after which the user was advised to avoid a late meal announcement and allow the algorithm to deliver needed insulin. Symptoms included hyperglycemia with a peak of 400 mg/dl. Outcomes included no alerts or alarms and completion of troubleshooting and education. Investigation included case review and user coaching regarding proper use of meal announcements and reliance on the automated correction algorithm when an announcement is missed. Investigation of this case revealed user error related to a missed meal announcement, with the device and its algorithm functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error.